Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and ectopic pregnancy. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and rash ("rashes or skin conditions type: rashes"), 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), pelvic pain ("pelvic pain/ pain/pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), nausea ("nausea") and urticaria ("hives"). The patient was treated with surgery (robotic total hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, autoimmune disorder, abdominal pain lower, pelvic pain, vulvovaginal pain, abdominal pain, vaginal haemorrhage, heavy menstrual bleeding, nausea, rash and urticaria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2011 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in a (B)(6) patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and ectopic pregnancy. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and rash ("rashes or skin conditions type: rashes"), 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), pelvic pain ("pelvic pain/ pain/pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), nausea ("nausea") and urticaria ("hives"). The patient was treated with surgery (robotic total hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, autoimmune disorder, abdominal pain lower, pelvic pain, vulvovaginal pain, abdominal pain, vaginal haemorrhage, menorrhagia, nausea, rash and urticaria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, urticaria, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2011 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter information , date explanted, auto-narrative supplement ,other relevant history added and product information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.